Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and checked the problem reported by the customer. To resolve the problem, fse rebooted the system 5 times, and the customer continued working with the same ippc. Fse tried to replace the ippc, but fse found doa (defective on arrival). After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, requiring five reboots to complete. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.